Event description:
It was reported an issue with monomax suture. The client reported that the nurse when opening the package the outer package is still stuck to the inner package, so the nurse cannot extract the inner envelope without risk of it not being sterile. It seems that the outer package is too small, so the two packages stick together when trying to open the outer package. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 3 open samples (only the second pack is open). The open samples received have the aluminium pouch (first pack) stuck to the plastic film of the outer pack. The first pack is sealed to the second pack as can be seen in enclosed picture. This is due to an accidental effect in the welding machine and these units were not sorted out by the personnel involved in this process. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.